Event description:
It was reported that the lead showed sensing was erractical and wide ranging r-waves. The lead was explanted and replaced. Additional information received indicated the lead had an apparent fracture. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.

Event description:
It was reported that the lead showed sensing was erractical and wide ranging r-waves. The lead was explanted and replaced. There were no reported patient complications as a result of this event.